Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported positioning failure (leaflet grasping) appears to have been a result of challenging patient anatomy. The reported unspecified tissue injury appears to have been related to the reported positioning failure (leaflet grasping). A cause for the reported poor imaging could not be determined. The reported patient effect of unspecified tissue injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted enlarged left atrium, dilated annulus, thin, short posterior mitral leaflet, and visualization issues due to image quality. The first clip delivery systems () was advanced to the mitral valve, but the clip could not grasp the leaflets. Therefore the cds was removed with the clip attached. Then a second cds (01027u358) was advanced to the mitral valve, but the clip could not grasp both leaflets. The cds was then removed with the clip attached. However, a small tissue from the chords was observed. The physician stated the tissue damage was caused by the second clip. Additional treatment was not performed and the procedure was aborted. No clips were implanted, and mr is 4. There was no clinically significant delay in the procedure. No additional information was provided.